Event description:
It was reported that the catheter became stuck on the wire. A 2.1mm jetstream xc catheter was selected for a patient angiogram and atherectomy procedure for a popliteal occlusion. Upon removal of the device, it was noted to be stuck to a non-bsc non-hydrophilic filter wire. The physician was unable to move the device forward or backward off the filter wire. Multiple attempts were made to remove the device off of the wire, using on and off rexing and extra lubricant, unsuccessfully. The device was completely jammed and unable to backload off the wire. Both devices were completely removed from the patient. The physician was done using the jetstream when the issue occurred, and the case was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1. No guidewire was returned. The device and the catheter shaft were analyzed for damage. The catheter shaft showed no damage. A .014 nav 6 filter wire was stuck in the device. The tip of the guidewire was exiting the distal tip of the jetstream approximately 20.5cm and exiting the proximal end of the device 140cm. The device was connected to the jetstream console and was functionally tested for rotation issues. The device functioned as designed pertaining to the rotation. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for guidewire sticking issues.

Event description:
It was reported that the catheter became stuck on the wire. A 2.1mm jetstream xc catheter was selected for a patient angiogram and atherectomy procedure for a popliteal occlusion. Upon removal of the device, it was noted to be stuck to a non-bsc non-hydrophilic filter wire. The physician was unable to move the device forward or backward off the filter wire. Multiple attempts were made to remove the device off of the wire, using on and off rexing and extra lubricant, unsuccessfully. The device was completely jammed and unable to backload off the wire. Both devices were completely removed from the patient. The physician was done using the jetstream when the issue occurred, and the case was completed successfully. No patient complications were reported.